Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient did not feel stimulation. She reported that her patient programmer had lost all of the programs that had been downloaded. She stated that her programmer displayed "program x", and she was unable to switch programs. She did not recall reading any "delete all programs" message on her programmer. A replacement programmer was sent to the patient. No further information is available at this time. This report is being submitted as a precautionary measure as similar alleged events have led to the explant of the ipg.